Event description:
It was reported that the ventilator stopped operating with no audible alarms while connected to a patient. The patient was manually ventilated, the ventilator was powered on again, and the patient was placed back on the ventilator. The respiratory therapist replaced the ventilator with another one. No patient harm reported.